Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent oversensing which was being recorded as atrial high rate episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.